Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the ped2-475-35 did not open distally, not proximally as previously reported. A stryker's excelsior xt 27 microcatheter was used.

Manufacturer narrative:
One braid end was found tapered, damaged, and frayed. The middle braid was found damaged and flattened. The other braid end was found fully opened, damaged, and frayed. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the microcatheter passed the aneurysm without problems despite difficult tortuosity. When the physician unsheathed the ped2-475-35 pipeline, the proximal end did not open. The stent was resheathed, and another deployment attempt was made without success. It was noted the distal part of the stent was positioned in a bend, more than 50% of the pipeline had been deployed, and re-sheathing was performed more than twice. After many tentative and handlings trying to open the stent, the physician decided to remove the device. A ped2-475-30 pipeline was also delivered, but when the physician unsheathed the stent, the distal end failed to open. The distal part of the stent was positioned in a bend, more than 50% of the stent had been deployed, and re-sheathing was performed more than twice. The physician decided to remove this device as well. A third device was used and deployed with success. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were good. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment of the right internal carotid artery (ica) with a max diameter of 10.0 mm and a 9.0 mm neck diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, but the platelet reactivity units (pru) level was unknown. Refer to manufacturer report 2029214-2021-00731 for details pertaining to the related reportable event.